Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was on sleep mode. A technical support specialist updated the sleep mode settings to 30 minutes, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was blacked out, but machine was on. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another machine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.